Manufacturer narrative:
Continuation of d10: product ID 97800 (unknown); product type: 0197-implantable neurostimulator; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the manufacturing representative (rep) was calling from the or reporting high impedances on one contact with a new ins and lead. They tunneled the lead to the ins pocket site, tested it, and saw good motor response. When they tested the impedances they saw one open contact. They then disconnected the lead from the ins, wiped off the lead and reinserted it and then saw high impedances on 4 contacts. They tried a new ins with same issue. They then removed the 1st lead and dropped in a 2nd lead with the new ins and were still seeing open impedance on 4 contacts. Technical services (ts) reviewed the following: run therapy for a few minutes and retest impedances to see if they had dropped in value or stayed the same, test the set screw to ensure it is properly tightened down. Confirmed they were seeing bellows and toes. Reviewed this could be due to temporary high impedances that may resolve in a couple of hours to 24 hours. Reviewed to ensure good tissue contact when testing impedances with the open pocket, asked about any ionic fluid that was used in pocket but no one responded to that question. Ts sending email to rep for device details. Rep responded stating that the impedances on electrode 3 were >4000 on both leads. They stated that the impedances cleared in recovery and all electrodes showed within range impedances. The patient was programmed appropriately. They sent a follow up email stating their original email should be disregarded.

Event description:
Additional information was received, from a manufacturer representative (rep). The rep reported, that all contacts were out of rand on the first implant and lead. This was replaced with a second device. And lead which had out of rand impedances on electrode 0 that cleared in the recovery room.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2xs26, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.